Event description:
It was reported that patient's temporary right ventricular (rv) lead was dislodged and pulled out from patient's heart. Loss of capture, loss of sensing and impedance problem was also noted. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
An event of dislodged, failure to capture, failure to sense, impedance problem resulting in no clinical signs, symptoms or conditions which was addressed by additional surgery was reported. The low voltage lead is explanted and will not be returned. Gfes were performed for electrical anomaly. Information received indicates patient pulled the lead so there was loss of capture, sensing an impedance. A device history record (DHR) review was not required per investigation procedure. The reported event of dislodgment, loss of capture, loss of sensing and impedance problem was verified by the field representative.